Event description:
A customer reported that their insulin pump showed an altitude alarm and insulin delivery was suspended. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.